Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an unspecified alarm but was not operating. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A, b3, h6 updated d9: date returned to mfg 12/15/2023 additional information was received that there was no patient involvement and no patient harm. Device evaluation: one device was returned for evaluation. Visual inspection revealed the device in good physical condition. Event history log review was not applicable. Functional testing could not replicate the reported issue. The root cause was undetermined. Aging parts unrelated to the reported issue was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.